Event description:
Customer reported the ortho summit processor instrument delivered incorrect volume to the first 3 rows of a t. Cruzi plate and did not generate an error message. The customer invalidated the plate and reprocessed the samples from the microplate successfully. No erroneous results were reported. No death or serious injury was associated with this incident.